Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The sample tip found by the fse in the reagent was determined to be the root cause of the event. The investigation did not identify a product problem. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient on a cobas e 411 immunoassay analyzer. The initial hcg result was 0.100 miu/ml. The sample was repeated and the result was 10000 miu/ml. A rapid hcg test was performed using the patient sample and the result was positive. The repeat result of 10000 miu/ml was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found an assay tip in the reagent. The investigation is ongoing.